Event description:
A 6f angio-seal vip was selected for use and deployed. Seventy-two hours post-discharge, the patient was re-admitted to the hospital with a hematoma. The patient was listed as okay following the event. Additional information was unavailable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the exact lot number was unavailable. However, the hospital did provide a possible lot number: 3839712 (manuf: 10/01/2012; exp: 09/30/2013). Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.